Event description:
Ge healthcare received a legal summons which accounted for a patient who was allegedly diagnosed with a 27.25% hearing loss by an audiologist after using a ge mr scanner. Reportedly, the patient was not offered or provided with ear plugs or hearing protection by the technologist prior to being placed in the scanner. The scan was reported to have lasted for over one hour. Immediately following the scan, the patient reportedly experienced severe headache and ringing in her ears.

Manufacturer narrative:
The system is designed to comply with iec, including requirements for hearing protection in the mr operator safety manual. The operator manual provides user information regarding the system's acoustic levels as well as instruction of using adequate hearing protection. Based of the information available, it was determined this to be an isolated case of operator error.